Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple error alarm. The customer blood glucose level was 208 mg/dl. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer stated that the insulin pump did not pass self-test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, sleep current measurement, active current measurement, and self tests. No unexpected pump error 4 alarm was noted during testing. No pump error 63 was noted during self test or in pump history files. No unexpected battery power loss was noted during testing.